Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the catheter was inserted on (B)(6) 2017 and the leakage was discovered at the catheter hub on (B)(6) 2017. The catheter was removed and replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC catheter for evaluation. The catheter showed evidence of use in the form of dried blood. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any damage or anomalies. Microscopic examination of the catheter revealed a small hole in the catheter juncture hub. With the catheter distal tip occluded, water was injected into the catheter luer hubs for both of the extension lines using a lab inventory 10ml syringe. Leakage was observed from the juncture hub when the proximal extension line was pressurized. The location of the leak was consistent with the hole identified during the visual inspection. No leakage was observed when testing the distal extension line. A device history record review could not be performed as the provided material and lot numbers did not coincide. The report of the catheter leaking was confirmed through examination and testing of the returned sample. During functional testing a leak was observed from a hole in the catheter juncture hub. The appearance of the hole was consistent with a manufacturing defect. Other remarks: based on the appearance of the leak site and the information provided by the customer, the probable cause for the defect is manufacturing related. A nonconformance request was initiated to further investigate this issue.

Event description:
The customer alleges that the catheter was inserted on (B)(6) 2017 and the leakage was discovered at the catheter hub on (B)(6) 2017. The catheter was removed and replaced without issue.